Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that a piece of the septum, an internal rubber component of the seal, had also separated from the seal. The duckbill, another internal rubber component of the seal, was torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: the interior valve of the c0r95 became dislodged from the port and went into the abdomen during the procedure. The part was obtained and there was no harm to the patient. Patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the interior valve of the c0r95 became dislodged from the port and went into the abdomen during the procedure. The part was obtained and there was no harm to the patient. Patient status: patient is fine, and completely unaffected.